Event description:
Device 1 of 3. Reference MFR reports: 1627487-2010-03057 and 1627487-2010-03058. The pt received an scs system, including an ipg and two percutaneous leads, on (B)(6) 2008. It was reported the device was explanted due to an accumulation of fluid around the ipg implant site. The physician suspect an allergic reaction or possible infection. Internal cultures of the ipg implant site were taken; however, the results were not immediately available. The explanted product was not returned to the MFR for analysis. F/u on the pt found no further issues reported.

Manufacturer narrative:
Eval, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.